Manufacturer narrative:
Bd had not received samples, but six photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. The photos showed a used wingset push button blood collection set (pbbcs). What appeared to be blood residue was observed within the extension tubing and syringe. This complaint has been confirmed for the indicated failure mode of leakage; however, bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that during use with bd vacutainer® push button blood collection set blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that blood leakage occurred during blood collection by using wingset pbbcs.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® push button blood collection set blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customers report is that blood leakage occurred during blood collection by using wingset pbbcs.